Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing was not conducted properly due to leakage from scope connector (s-connector). A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end adhesive was worn; scope connector had water leakage and failed water ingress; up/down/left/right angle out of specification; up/down/left/right angle play was evident; up/down brake not holding; electrical safety test failed and it was not to specification; and contamination was identified in the air/water channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, had a line on the screen. The issue occurred during the maintenance. The procedure was unknown and it was completed using the same set of equipment. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that a contamination was identified in the air/water channel. This report is being submitted to capture the reportable malfunction found during evaluation.